Manufacturer narrative:
(B)(4). Concomitant medical products: item # 183024, vanguard cr ilok fem-lt 60, lot unknown; item # 141222, biomet cc I-beam tray 67mm, lot unknown; item # unknown, biomet arcom patella, lot unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history records (DHR) review was unable to be performed as the lot number of the device involved in he event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-06825, 0001825034-2018-06826, 0001825034-2018-06829, and 0001825034-2018-06834. If any further information is found which would change or alter any occlusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left primary knee arthroplasty. Subsequently, there was pinpoint bleeding of distal incision requiring visit to the emergency room. Patient was noted to have yeast infection due to keflex.